Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (random) issue. It was noted that there was moisture found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump was opened and there was moisture found internally inside the cover. A leak test failed due to a bolus button leak. The bolus button was found to be peeling and unresponsive during investigation. The bolus button cover was removed and the bolus button slug was found to be missing. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the display appeared dim and discolored when the pump powered on.